Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. Corrected sections: d1, d2a, d4. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital that reported that hemopro 2 adaptor quit working during case. There was no power to the device. The adaptor was sterilized by accident and it didnt work. The surgeon changed out power supply and adapter and the power supply worked. The power setting on the hemopro power supply was at 3. No procedural delay. No patient harm.

Event description:
The hospital reported that t.w. Power supply quit working during case.

Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: medical center at (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.